Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report. Medical study took place over 10 years ago.

Event description:
It was reported by a company representative that it was discovered within a medical journal 8 different patients required a revision surgery after the completion of an initial surgical procedure involving a porous polyethylene/titanium hybrid implant (ppeti).

Event description:
It was reported by a company representative that it was discovered within a medical journal 8 different patients required a revision surgery after the completion of an initial surgical procedure involving a porous polyethylene/titanium hybrid implant (ppeti).

Manufacturer narrative:
The reported event could not be confirmed, because the product was not returned for investigation. To obtain more details about the complained event, the author of the medical journal was contacted several times. For a profound complaint investigation and root cause analysis detailed information about the involved products such as catalog numbers and lot numbers are crucial. Additionally more details about the surgery itself are necessary such as the applied surgical technique as well as pre- and postoperative x-ray images. However none of the required information was provided. Since no lot numbers were provided, a review of the specific manufacturing batch records and related quality documents (manufacturing documents, inspection plan, inspection drawing and release report) can not be performed. It is also not possible to determine the quantity released for distribution within the affected lots. Finally the r&d medpor expert (vice president of concept development) was contacted to provide an assessment of the current complaint. He stated that the purpose of orbital floor and/or wall reconstruction surgery using an implant is to retrieve the orbital contents from the fracture area and reconstruct the broken or missing part of the orbital floor and/or wall to restore the orbit to its original shape and volume. If the repair material is not positioned properly or is formed to an incorrect shape by the surgeon during the reconstruction surgery, or if trauma has changed the volume of the orbital contents due to swelling or loss of orbital tissues, the surgeon may observe that the orbital contents are not positioned correctly after the reconstruction surgery. This may result in enophthalmos, a sunken globe in the orbit, hypo- or hyperglobus. A postoperative CT scan may show the position of the implant and how it may be revised to place the eye globe in the proper position. In trauma cases it may be difficult to correctly position an implant to properly restore the orbit shape and volume due to tissue swelling in the orbit, fractured bones, missing portions of the floor or wall and accessibility of the repair site. Therefore, in such cases the surgeon may choose to perform a revision surgery to reposition or replace the reconstruction implant to bring the orbit closer to its original shape and volume, and thus position the eye globe closer to its correct anatomical position in the orbit. Such a revision surgery is not an indication of implant failure, but rather indicates that the implant was not perfectly positioned in the first place, or that changes in the orbital tissues postoperatively caused the postoperative result to be suboptimal. The rate of revision surgeries reported in this article is not unusually large and is consistent with other results found at other institutions and with other repair materials. Based on the investigation and the corresponding statistical evaluation as well as the assessment of the r&d medpor expert there is no indication for a not correctly working product or any systematic design, material or manufacturing related issue. Therefore no further corrective and / or preventive actions are deemed necessary at that time. The complaint is added to the complaint trend.